Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral procedure of a 29mm sapien 3 valve in the aortic position, the valve alignment was performed in a tortuous section of the aorta and during deployment of the commander delivery balloon, the balloon did not inflate. Under negative pressure, blood was aspirated in the inflation device. The system was retrieved and a new system was used with success.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photographs/video or imaging of the complaint device was provided. During balloon manufacturing, the balloon was 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and single or double wall thickness measurements. The balloon is 100% visually inspected for gross defects, wrinkles, crush, mold/flash lines, uneven thickness, deformation, ring shapes, and crow¿s feet. The inflation balloon are 100% inspected for the following: extrusion lines, axial/radial scratches, indentations/imprints, gel spots, fish eyes, contamination, proximal and distal leg ids, proximal leg od and single or double wall thickness. The crimp balloon trimming and final inspection is conducted and the following crimp balloon features are 100% dimensionally inspected for the following: distal length, proximal length, distal ID, proximal ID, and single or double wall thickness. The balloons are 100% inspected both with unaided eye and under 8x magnification for the following: appearance/gross defects, foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is inspected for smooth bond joint with no gaps between the components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold and forming process the balloon is 100% visually inspected under 2.85x minimum magnification for balloon sizing and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspection the entire device is inspected by both manufacturing and quality from distal to proximal for damage or missing component, inflation/crimp balloon for distorted/pinched folds. The balloon bonds (nose tip to balloon; crimp balloon to balloon shaft) are visually inspected for divots, bubbles, smoothness of weld joints and expose braided wire. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. During functional inspection, the fine adjust is inspected by ensuring if the balloon shaft and wind nut move together when the fine adjust knob is rotated and the wing nut is locked and the collet engagement is also inspected. The commander delivery systems are 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. During product verification (pv) testing, the delivery system is inspected for physical defects or damage, tears or separation in the inflation/crimp balloon bond, and functional de-airing. The fine adjust functionally is verified. Visual inspection of adhesive bonds. The balloon burst pressure is tested. Testing was performed for the locknut/collet engagement force, the inflation balloon/crimp balloon tensile force, and the balloon spring/guidewire shaft tensile force, and all met statistical requirements. The lot met statistical requirements as it exceeded the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history review and lot history was performed and the reviews did not reveal any manufacturing related issues that would have contribute to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was not deployed, no embolization occurred, and the valve was able to be retrieved without additional difficulties. A new system was used with success. Due to the unavailability of the devices or relevant imagery, the complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Area of the crimp balloon proximal to the I/c bond damaged during valve alignment. Performing alignment in a non-straight area could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As noted in the complaint description, ¿valve alignment was performed in a tortuous section of the aorta,¿ suggesting that this is likely what contributed to the reported leakage. The complaint for was unable to be confirmed. Due to the unavailability of the devices, it cannot be confirmed if a manufacturing non-conformance contributed to the reported event. In this case, available information patient/procedural factors (valve alignment in a non-straight section) likely contributed to the reported event. However, a definite root cause cannot be determined at this time. No labeling or IFU/training inadequacies were identified and review of complaint history revealed that the complaint rate did not exceed the monthly control limit for july 2018 for the respective trend category. Therefore, neither a product risk assessment nor no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).